Event description:
Information was received from a patient who was receiving fentanyl, morphine drug via an implantable pump for spinal pain indications for use. It was reported that they received a new handset 'the other day' because the old one dueto the battery was dying quickly. Per a previous service case, the patient paired the new handset and started using it yesterday. The patient stated that the new handset was operating completely different than the old handset. When they request a bolus, they saw the 'deliver bolus' screen and then 'connect to pump.' The screen went around in a circle to 90% and then it said the bolus has started. The patient mentioned that with their old handset, it took at least a minute for the screen to go around in the circle and then they had to wait for a minute before it finally came up and said the bolus started. The new handset says, 'bolus started within 1 second' of requesting a bolus. When asked for event date regarding previous handset, the patient stated that 'since day one.'

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.